Event description:
It was reported the pt was receiving stimulation in the top of his head and not down his arms since his lead was implanted. The pt did not experience any trauma or falls. The pt underwent surgical intervention on (B)(6) 2014 where the lead was repositioned. During the procedure, the pt was receiving effective stimulation in both of his arms and no head stimulation, however; the pt did not experience stimulation of his neck.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.